Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The device met relevant specifications. The product had not caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used two-way silicone foley catheter. Visual inspection of the sample noted foreign material present on the balloon surface. The foreign material appeared to be adhesive. Visual inspection noted no balloon burst. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and was allowed to rest with no observed leaks. The balloon was deflated with no issues or cuffing noted this meet specification per inspection procedure which states, "balloon must not be torn". No root cause could be found because the reported event was unconfirmed. A review of the device history record is not required since the reported failure was unconfirmed. As the reported event is unconfirmed a labeling review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that a foreign material or dirt was found on the red mark area of the catheter in the foley tray before use. It was also stated that there was a crack found in the balloon area of the foley catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that a foreign material or dirt was found on the red mark area of the catheter in the foley tray before use. It was also stated that there was a crack found in the balloon area of the foley catheter.